Event description:
It was reported that a patient presented to the ER due to chest pain. The patient's ventricular lead exhibited low sensing and high capture threshold. This was due to the lead perforating the heart, which was confirmed through x-ray diagnostic imaging. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.